Manufacturer narrative:
The manufacturer¿s device registration indicated that the pump was explanted.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml, dose not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient heard their pump alarming today (B)(6) 2016 @ 0300 and were at the clinic now. Event logs confirmed a safe state, reset and low battery @ 0910 today (B)(6) 2016. It was unknown if the patient experienced any symptoms. The representative was going to the clinic to assist the healthcare provider and the patient.

Manufacturer narrative:
Updated to include information received on (B)(6) 2016. Updated to reflect current UDI status. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that the patient stated that they had increased pain. The pump was replaced on (B)(6) 2016 and was sent back to the manufacturer. The pump replacement surgery was successful and the catheter was confirmed patent.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (5 mg/ml at 0.0312 mg/day). Analysis of the pump found high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.